Event description:
It was reported that a patient had a loss of therapeutic effect that began suddenly five or six days prior. The patient started wetting the bed and leaking urine. She thought she needed to adjust the device, so she tried to use the patient programmer. However, she could not adjust stimulation and was unable to communicate with the patient programmer. The patient was only getting the poor communication information screen. The issue began a couple of days prior. The patient had no falls or traumas and thought she was on program 4. It was later reported that the patient programmer issue appeared to have occurred through product use. Analysis of the patient programmer could not verify a telemetry problem. The antenna jack was tarnished. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v557158, implanted: (B)(6) 2010, product type: lead. (B)(4).